Event description:
It was reported that a pump motor stall occurred due to an MRI and recovered. Telemetry confirmed the motor stall along with a critical alarm due to motor stall. Per pump logs a motor stall occurred on (B)(6) 2012 and recovered the same day. A motor stall then occurred on (B)(6). It was reported that on (B)(6) the patient 'followed up on until recovery occurred.' The reporter stated that the motor stall was due to an MRI of the patient's knee on the day of the report and when the healthcare provider (hcp) was 'manually' restarting the pump by updating, the pump alarmed. The hcp increased the patient's dose during the update but was 'not seeing it.' The pump was reported to have entered 'telemetry mode.' The patient did not have any symptoms or injury at the time of the report. The device system was used to deliver baclofen. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported there the motor stalls and recoveries that occurred on (B)(6) 2012, and (B)(6) 2012, were both in conjunction with MRI procedures on those respective dates.

Manufacturer narrative:
(B)(4).